Event description:
The technician alleged that the bed will not go into trendelenburg. No patient impact.

Manufacturer narrative:
The tech replaced both trendelenburg gas springs at the head end of the bed to resolve the issue.